Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reseated the j16 wire as it became loose from the mceb on the console. The system was tested and verified as ready for use.

Event description:
It was reported that during case setup, an ergonomics error occurred at boot up, and a message appeared to retry disabling the ergonomics. The customer attempted to retry, but the error persisted. The customer confirmed there were no obstructions to the armrest. A hard reboot on the console was performed, but the error continued. The customer decided to move the case to another da vinci system, and there was no patient involvement at that time.